Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the vad from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the ventricular assist device patient experienced distributive shock presumed to be septic and acute respiratory distress syndrome. The patient subsequently died. It was further reported that approximately eight days post ventricular assist device (vad) implantation, the patient¿s creatinine continued to climb since implant and experienced acute renal injury. The patient also experienced respiratory failure and was reintubated due increased work of breathing and hypercarbia. The following day, the patient had gastroenteritis and developed severe diarrhea and tested positive for clostridioides difficile. The patient was treated with oral antibiotics. Approximately eight days later, the patient experienced fungemia. Blood cultures tested positive for candida albicans and the patient was treated with intravenous (IV) antibiotics. Of note, the patient expired the following day. It was further reported that the patient experienced an acute kidney injury and their renal function began declining rapidly in the setting of overall decompensation. They also experienced hypoxia with an increased work on breathing that required re-intubation. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative co urse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an acute kidney injury and their renal function began declining rapidly in the setting of overall decompensation. They also experienced hypoxia with an increased work on breathing that required re-intubation.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction: b3 date of event: corrected from on (B)(6) 2020; b5 desc evt problem: corrected to include additional information and signs and symptoms surrounding prior to the patient's death. H6 patient codes (ime/annex e): corrected to include codes e0742, e0743 and e1008 -h6 imf (annex f) health impact: corrected to include code f2303 - h10 addt manufacturer for MDR: corrected to update the product event summary this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the ventricular assist device patient experienced distributive shock presumed to be septic and acute respiratory distress syndrome. The patient subsequently died. It was further reported that approximately eight days post ventricular assist device (vad) implantation, the patient¿s creatinine continued to climb since implant and experienced acute renal injury. The patient also experienced respiratory failure and was reintubated due increased work of breathing and hypercarbia. The following day, the patient had gastroenteritis and developed severe diarrhea and tested positive for clostridioides difficile. The patient was treated with oral antibiotics. Approximately eight days later, the patient experienced fungemia. Blood cultures tested positive for candida albicans, and the patient was treated with intravenous (IV) antibiotics. Of note, the patient expired the following day. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that approximately eight days post ventricular assist device (vad) implantation, the patient¿s creatinine continued to climb since implant and experienced acute renal injury. The patient also experienced respiratory failure and was reintubated due increased work of breathing and hypercarbia. The following day, the patient had gastroenteritis and developed severe diarrhea and tested positive for clostridioides difficile. The patient was treated with oral antibiotics. Approximately eight days later, the patient experienced fungemia. Blood cultures tested positive forcandida albicans and the patient was treated with intravenous (IV) antibiotics. Of note, the patient expired the following day.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device patient experienced distributive shock presumed to be septic and acute respiratory distress syndrome. The patient subsequently died.